Manufacturer narrative:
Citation: carrabba et al. Impact on left ventricular function and remodeling and on 1-year outcome in patients with left bundle branch block after transcatheter aortic valve implantation. Am j cardiol. 2015 jul 1;116(1):125-31. Doi: 10.1016/j.amjcard.2015.03.054. Epub 2015 apr 8. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding one-year clinical outcome for patients after transcatheter aortic valve implantation (tavi). All data were collected from a single italian center. The study population included 101 patients who were predominantly male with mean age of 81 years. All patients were implanted with a medtronic corevalve bioprosthetic valve (unique device identifier numbers not provided). Among all patients 17 deaths occurred. There were three deaths within one day due to cardiac tamponade (1), life-threatening arrhythmia (1), and tavi failure (1). There were three deaths within one week due to stroke (1), lung failure (1), and refractory cardiogenic shock (1). There were 11 deaths within one-year follow-up due to non-cardiac causes (10) and refractory heart failure (1). Based on the available information medtronic product may have been associated with the deaths. Among patients, adverse events included: major bleeding event, peripheral vascular complications, nonfatal stroke, new onset left bundle branch block (lbbb), and second- or third-degree atrioventricular block requiring permanent pacemaker implant. Based on the available information medtronic product was associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.